Event description:
Received info stating that during the load process, the pump would return to the fill tubing step even though it had already been compiled. In addition, the customer's fill estimate was inaccurate. The customer used cold insulin. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
During followup with tandem technical support, the customer indicated she filled her cartridge with room temperature insulin and has not had any issues. The product has not been returned for evaluation. Should new relevant info become available, a supplemental report will be submitted.